Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: the technician evaluated the device and found that rpms were slow and the device was out of calibration and the motor, bearing, o-ring, seal, reciprocating arm, cams, and width plate screws needed replacement and were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause is attributed to component failure. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign, event occurred in singapore.

Event description:
It was reported that outside of surgery, the handpiece was unable to work properly it was stuck at one position. The unit does not toggle, stuck on one position. There was no patient involvement. During device evaluation, it was determined that the rpms were slow. Due diligence is complete, there is no additional information available.